Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional info becomes available.

Event description:
The surgeon was performing a vitrectomy procedure, membrane peel and laser with scleral buckling on the pt's left eye. During the procedure, the plastic sleeve of the trocar cannula came out of the eye every time the surgeon removed an instrument from it. Also the system kept advising the staff to "drain the cassette" during the case. The vacuum portion of the machine failed after the cassette was drained. A second cassette was tried and there was still no vacuum. The cassette was removed and fluid was found near the sensors. The area was dried with compressed air, the cassette was reinserted, and the machine started to work. The case was delayed for 20-30 minutes.